Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the power pcb and system/memory pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and determined that the cause of the reported issue was a shorted capacitor, designator c4. When capacitor c4 shorted, it caused a land in the pcb assembly to become electrically open and prevented the device from powering on.